Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the treatment of a brain tumor, it was reported that one axium 3d coil could not be detached with the instant detacher as well as with the manual detachment (breaking of the hypo-tube method, an alternative detachment method presented in the instruction for use). The physician removed this coil and used another coil to continue the procedure. The procedure completed without further issue. No patient injury reported as a result of the procedure.